Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventricular fibrillation was induced due to a triggered ventricular pace during auto-mode switch. Review of the session records confirmed the triggered pace occurred before the vf, but it was unknown whether they were related. The vf was successfully converted to sinus rhythm with a hv shock. The patient was stable.